Manufacturer narrative:
Concomitant products: product ID 37711, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 3888-28, lot # l44794, implanted: (B)(6) 1997, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient.

Event description:
It was reported there were high impedances of greater than 10,000 ohms. Contacts 0-3 were normal impedance and 4-7 were high impedance but the therapy electrodes were 4-7. The rep. Stated the patient was getting good therapy coverage when they programmed electrodes 4-7. The patient did not feeling anything when programmed on 0-3. It was reviewed with the rep. That if the patient was getting good coverage on contacts 4-7 then those are the therapy contacts connected to the lead. The rep. Reported that everything was working well now and the patient was getting good coverage after implant. The rep. Had not seen the patient since then.